Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the pacemaker in backup mode. The physician was then able to reset the device. The patient was stable.

Event description:
It was reported that the patient presented remotely with the pacemaker in backup mode. The device was then restored to normal settings. The patient was stable.

Manufacturer narrative:
Correction: rectified b5 wording from initial report.